Event description:
It was reported that a loss of capture was noted on the right ventricular (rv) lead. The sensing was low but stable. Device reprogramming was made. There were no adverse health consequences, the patient was stable.

Event description:
New information indicated that the right ventricular lead was explanted and replaced. There were no adverse health consequences.